Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) as "high" on the bg meter with moderate/trace ketones. Reportedly, the customer saw a large air gap in the tubing and coming from the cartridge. The bg level was addressed with a manual injection. Reportedly, the customer changed the supplies to address the event. During a follow up with the customer on the same day, the customer reported that the bg level lowered to 418 mg/dl and declined further follow up.